Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. X-ray revealed that the lead was dislodged, so it was explanted and replaced. The patient's condition was stable following the procedure.